Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 200 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test and verify no delivery alarm due to motor error alarm. Insulin pump had minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.